Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. The following devices were also listed in this report: tri ts femur sz3 righte; cat# 5512-f-302 ; lot# ai33i; triathlon fem cone aug sz 3re; cat# 5549-a-332 ; lot# hnl3; tri ts baseplate size 3e; cat# 5521-b-300; lot# hzv4oa; triathlon stem extender 25mme; cat# 5571-s-025 ; lot# vn5988; tri cemented stem 12mmx50mme; cat# 5560-s-112 ; lot# 0115206a; tri press-fit stem 13x150mme; cat# 5566-s-013 ; lot# unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
Patient presented with severe right tka pain and effusion. Workup for infection was positive. Patient opted for a 2-stage revision tka.

Event description:
Patient presented with severe right tka pain and effusion. Workup for infection was positive. Patient opted for a 2-stage revision tka.

Manufacturer narrative:
Reported event: an event regarding infection involving a triathlon insert was reported. The event was confirmed via clinician review of the provided medical records. Method & results: -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -clinician review: a review of the provided medical records by a clinical consultant stated the following comment: as described above this patient sustained an infection after a primary total knee replacement approximately seven months after the index procedure. No history is given as to any contributory factors such as remote infection,immunosuppression, wound healing issues, etc. No definite root cause of this event can be determined. The causes of postoperative infection seven months after surgery are multifactorial. There could have been contamination at the time of the initial procedure, patient could have a remote area of infection which could have contaminated and seeded the implant. As I mentioned, no other information was given. The implant itself plays no role in postoperative infection if the implant was opened in a sterile fashion and there was no expiration of sterility, etc. -product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot or sterile lot referenced. Conclusions: a review of the provided medical records by a clinical consultant stated the following comment: as described above this patient sustained an infection after a primary total knee replacement approximately seven months after the index procedure. No history is given as to any contributory factors such as remote infection,immunosuppression, wound healing issues, etc. No definite root cause of this event can be determined. The causes of postoperative infection seven months after surgery are multifactorial. There could have been contamination at the time of the initial procedure, patient could have a remote area of infection which could have contaminated and seeded the implant. As I mentioned, no other information was given. The implant itself plays no role in postoperative infection if the implant was opened in a sterile fashion and there was no expiration of sterility, etc. All stryker products sold as sterile are validated to a minimum sterility assurance level sal of 10^-6 in accordance with applicable iso standards. No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.